Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt of the filter and filter is unable to be retrieved. Per the medical records, the indication for filter was pre-surgical for right tkr with high risk for venous thromboembolic and contraindication to systemic anticoagulation. An optease retrieval ivc filter was deployed just below the right renal vein. Follow up cavography showed no evidence of migration. Approximately one month post implant, venogram findings noted the filter was tilted with no evidence of filter thrombus or left iliac venous thrombotic occlusion. Using a retrieval catheter (both gooseneck as well as ensnare) multiple attempts were made without successful capture. The attempted retrieval was abandoned. Final completion venogram was performed and showed no evidence of caval injury. The patient tolerated the procedure well. Per the patient profile form (ppf), the patient reports tilt of the ivc filter, device unable to be retrieved and an unsuccessful percutaneous filter removal attempt about a month after the filter was implanted. The patient further reports anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt of the filter and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records, the indication for filter placement was due to high risk for venous thromboembolic complications, contraindication to systemic anticoagulation for planned right total knee replacement and venous thromboembolism prophylaxis. An optease retrieval inferior vena cava (ivc) filter was deployed just below the right renal vein. Follow up cavography showed no evidence of migration. The patient tolerated the procedure well and was brought to the post-angiography recovery area for further monitoring. Approximately a month later, the patient was status post reversible inferior vena cava filter placement and contraindication to systemic anticoagulation with known deep vein thrombosis (dvt). Per venogram findings the optease inferior vena cava filter was tilted and there was no evidence of filter thrombus or left iliac venous thrombotic occlusion. Using a retrieval catheter (both gooseneck as well as ensnare) multiple attempts were made without successful capture. The attempted retrieval was abandoned. Final completion venogram was performed and showed no evidence of caval injury. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately one-month post implantation. The patient reports tilt of the ivc filter, device unable to be retrieved and an unsuccessful percutaneous filter removal attempt about a month after the filter was implanted. The patient further reports that these injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter tilted and is unable to be retrieved. Documented attempts to retrieve the filter and the indication for the filter placement have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The timing and mechanism of the tilt, and retrieval difficulty has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt was caused by an unsuccessful retrieval attempt. With the very limited information provided and without the procedural films or post implant images to review the reported tilt and retrieval difficulty could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt of the filter and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.